Event description:
It was reported by the customer that the charge pak, low power and service wrench icons are displayed in the readiness indicator and the device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.